Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06sep2018. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Event description:
It was reported that the patient was found down on (B)(6) 2021. It was reported that the patient was having a low battery alarm and that the alarm was noted by ems (emergency medical services) when they arrived. No autopsy would be performed; therefore, no cause of death determined. It was unknown if the cause of death was considered device related, but it was being considered. It was unknown if the device operated as expected.